Event description:
Caller reported a temperature alarm with the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer was unable to clear the alarm and resume insulin, so technical support decided to replace the pump and send goodwill charging supplies. Customer acknowledged the recommendation against using third-party charging supplies and was instructed to put the pump into storage mode before returning it. Additionally, a backup insulin pump was set to ensure insulin delivery continued without interruption.